Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a speaker malfunction error message and was unable to determine if there was sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported that the device had a speaker malfunction error message and was unable to determine if there was sound. The repair technician evaluated the device and found that the device had a speaker malfunction. The device was repaired by replacing the speaker. The device was not in use on a patient at the time of event, there was no patient involvement.